Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had ¿high temperature¿. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date is currently unavailable. This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device. An assessment was performed which found the attachment to have high temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.